Manufacturer narrative:
Title: the risk and outcomes of reoperative tricuspid valve surgery citation: annals of thoracic surgery (2013) jan;95(1):119-24. Doi: 10.1016/j.athoracsur.2012.08.058 authors: reubendra jeganathan, frcsi (cth), susan armstrong, ms, bassel al-alao, mrcs, and tirone david, md earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a study was performed to evaluate reoperative tricuspid valve surgery. The study population included 68 patients predominantly female with a mean age of 60 years, 25 of which were implanted with medtronic hancock ii (serial numbers not provided). Among all patients adverse events included: re-operations and exploration for bleeding, conduction disturbances with a permanent pacemaker insertion, and stroke. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.